Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that nurses using the bd precisionglide¿ hypodermic needle have had needle stick injuries post insertion. There is no known report of medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed. Thirty visual inspections were performed on (B)(4) parts with zero defects noted. Assembly batch 7237797 had 44 visual inspections performed on (B)(4) parts with one defect noted for damaged points; (B)(4) parts were scrapped. No quality notifications were written for this batch, nor for the associated assembly batch. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle stick injury with lot #7264637 regarding item #305136. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that nurses using the bd precisionglide¿ hypodermic needle have had needle stick injuries post insertion. There is no known report of medical intervention.